Event description:
The patient presented with a ruptured right middle cerebral artery (mca) aneurysm. Prior to the coil embolization of the aneurysm a ventriculostomy was performed and three coils (including the subject device) were successfully deployed in the aneurysm. A fourth coil was not placed due to repeated loss of access. Post procedure the pt remained ventilator dependant and was transferred to the neurological intensive care unit. One day post procedure, the pt remained in a coma state with seizure activity and ventilator dependant respiratory failure. Medication was given for the seizures that were reported to have stopped one day later. The pt also had a left hemiparesis with cold and mottled lower extremities. A CT scan revealed core infarcted tissue in the right middle cerebral artery without evidence of penumbra and an electroencephalogram revealed a diffuse encephalopathic state. The pt's hospital course was further complicated by hyponatremia and hypertension. Six days post procedure, a CT scan revealed a vasospasm on the left side. The family decided to withdraw care at this time and the pt died the following day.

Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event.